Event description:
A report was received that a patient will be having a revision because he was experiencing difficulty charging his ipg. The patient is overweight and pocket site is too deep. The physician revised the patient's pocket site, explanting the ipg and re-implanted a new one. The patient is reportedly doing well after the revision.